Manufacturer narrative:
Investigation details: a visual inspection shows that the tension spring still inside the deployment tube and plunger was depressed. Therefore, the complaint is confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.